Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient is currently in the emergency room with a blood glucose of 526 gm/dl, confusion and sweating. The patient has received 14 units of humalog. Customer support (cs) instructed the reporter to have the patient call cs back when they are able to troubleshoot the pump. The health care provider will discharge the patient on alternate form of insulin delivery until pump troubleshooting is completed. This complaint is being reported as the patient experienced hyperglycemia and there is insufficient information to eliminate the pump as a cause/contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.